Event description:
It was reported patient did not have urinary relief and no urinary control since implant, until reprogramming with manufacturer representative on the day of the event . It was noted that for the first time patient felt that it worked. It was reported that a day after the therapy/stimulation had turned itself off. The patient used the synchronize key, and then patient felt stimulation again. The patient confirmed therapy off and that patient never touched the off key; therapy turning itself off had not occurred again since the day after this event. Overall patient had better relief, although not (B)(4), but she used pads. The patient had only had 1 incident where she soaked through completely since (B)(6), but that was after she had not gotten up for 6 hours from her sleep. The patient had increased stimulation from 2.0 to 2.80 and now at 3.05 or 3.50. The patient status was reported as unknown. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0gmlj, implanted: 2014-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).